Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and customer alleging possible pump under delivery. The customer blood glucose level was over 600 mg/dl. The customer¿s other different blood glucose was 250 mg/dl, 200 mg/dl and 146 mg/dl, 300 mg/dl, 215 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. Customer states that the rubber o-ring was missing. The product will not be returned for analysis.